Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 43 mg/dl at the time of the incident. Current blood glucose was 41 mg/dl. Blood glucose value dropped to 43 mg/dl because she had treated for the high blood glucose of 344 mg/dl. The customer was did not want to complete troubleshooting for low blood glucose. The customer was treated with drinking a boost drink. Customer will not returned device for analysis.